Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was removed and placed on the opposite flank. The patient was doing well postoperatively. The device remains implanted.